Event description:
It was reported when the devices were used during a laparoscopic sigmoid colectomy, they tore during insertion. Another device was used to complete the case. There was no pt consequence.